Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: m1cvr01- delsys / expiration date: 14-jan-2020 / serial#: (B)(4). Mfg date: 17-jul-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), high thresholds were observed after the initial deployment. Recapture and flushing of the device was performed. Prior to the second deployment, there was resistance felt when pushing contrast through the syringe. The contrast could not be confirmed to have reached the tip of the device via fluoroscopy. The ipg and delivery system were removed and inspected. Upon inspection, when flushed, saline solution leaked at the handle and at the contralateral end of the delivery system. The procedure was completed with a replacement leadless ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID # mc1vr01-delsys. Return date: 12-apr-2019. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system flush tube was pinched. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The lumen of the delivery system was damaged. The delivery system outer shaft was bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5 cm from the distal end of the delivery system. The flush tube is pinched at 15 cm, 20 cm, and 22.5 cm from the proximal end of the flush port valve. There is blood on the outer shaft located at the distal end of the stability member. There is a leak in the handle due to the flush tube being pinched inside of the handle. T. If information is provided in the future, a supplemental report will be issued.